Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and blank display. Customer's blood glucose level was 351 mg/dl. Customer states buttons not responding and insulin pump totally blank. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with no button response at esc, act, up and down. Unable to perform operating current, self test and displacement test due to unlocked lcd keypad connector during visual inspection. No button error alarm during testing.